Event description:
It was reported that a guidewire could not pass through a headway microcatheter. After several unsuccessful attempts, the microcatheter was changed and the case was completed successfully. When the device was received for evaluation, it was observed that the lumen coil was dislodged and occluding the proximal end of the microcatheter.

Manufacturer narrative:
The investigation of the returned microcatheter found no damage along the surface of the device. An in-house guidewire could not advance through the hub during functional testing, which is consistent with the alleged product issue. Further investigation found the lumen coil dislodged and occluding the proximal end of the microcatheter, which would have caused the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the dislodged coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.